Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Only the stent implant was returned for evaluation; thereby confirming the reported stent dislodgement. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the graftmaster was being used to treat a perforation of the distal right coronary artery (rca) that occurred during use of a dilatation balloon; however, the stent delivery system (sds) would not advance through a previously placed 2.5x23 mm xience v stent located in the proximal rca (same procedure). There was no damage to the deployed stent. During retraction of the sds, the stent implant caught on the lip of the guiding catheter and the stent implant began to dislodge; however, the sds with the stent still partially on the balloon was able to be retracted to the proximal end of the long introducer sheath. At this point a snare device was then used to capture the dislodging stent from the sheath successfully. The perforation was then treated with prolonged balloon inflations. No adverse patient effects were reported due to the use of the graftmaster. No additional information was provided.